Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle (rv) was elevated. Analyst commented, rv capture threshold steady at 1.375volts until (B)(4) 2014, then rises to 2.5volts by 20august14 and remains consistently at or above that level.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. Analyst commented, distal lead segment returned with the helix extended and bent with tissue in-growth visible. No further testing possible.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden threshold elevation, and was explanted and replaced. It was also reported that the implantable cardioverter defibrillator (ICD encountered early elective replacement indicator (eri) and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.